Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument had a grasper broken off. There was no reported fragment fall into patient. The instrument was inspected prior to use and nothing abnormal was noticed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps associated with this complaint and failure analysis (fa) found the instrument to have broken grip at the grip base. A piece approximately 0.63" x 0.20" was found to be broken off the wrist assembly and the broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.